Event description:
Customer stated the device was placed in the base unit and then they smelled burning plastic. The unit fused to the base. The connectors are melted on both the device and the base. A request was made for the return of the suspect device and replacement product was sent.